Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a device history record (mre) review, was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient has history of rheumatoid arthritis and avascular necrosis. Patient had bilateral hip replacements in 2006 at (B)(6). Right hip implants included a summit porous-coated stem, a 52 mm duroloc ceramic option cup with a ceramic liner, and a 32mm +1 mm ceramic hip head. .patient has had ongoing right hip pain, with increased squeaking in the (B)(6) of 2020. She noted a grinding sensation and instability in her right hip, with increased discomfort while leaning forward. The surrounding hip muscles were increasingly sore, with some pain while walking every day. The replacement surgery noted the presence of a black stain on the ceramic head and on the tip of the ceramic liner. The surgeon suggested the staining was caused by the trunion of the stem rubbing on the rim of the liner. The liner was intact until it was fractured during the removal. The stem remained well fixed and was left in place. The cup and liner of a competitive company was implanted, with depuy 36mm, 1.5 mm ceramic ts head used. Doi: 2006 dor: (B)(6) 2021 right hip.